Event description:
It was reported that, during implantation of the pt's neurostimulator system, impedance reading on lead electrodes 1/3 was less than 50 ohms. The impedance reading on lead electrodes 0/2 was greater then 2,000 ohms. It was suggested that the lead looked stretched, but there was still a coil present. The extension was reconnected to the neurostimulator and, then, normal impedance test results were received. It was later reported that the pt experienced erosion at the extension wire incision site. There was wound site breakdown, erythema, and purulence at the site. A wound revision was performed an (B)(6) 2011, to debride and revise the post-auricular extension incision site. The pt experienced a healing issue that was unrelated to the device system. The pt required hospitalization and was recovering without sequelae.

Manufacturer narrative:
(B)(4).